Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose rising to 334 mg/dl for over 90 minutes and later measuring 269 mg/dl after breakfast; the spouse adjusted the secondary glucose target per discussion with the endocrinologist and then reverted to the usual target as glucose began to decrease, and a full supply change was performed due to low insulin with a contact detach infusion site in use. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and recovery in progress as glucose trended downward. Investigation included troubleshooting and education regarding high glucose management and device use. Investigation of this case revealed an unclear cause of hyperglycemia, with no device malfunction identified and no confirmed component failure associated with the infusion set or pump. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.